Event description:
It was reported that the patient was admitted for suspicion of gastrointestinal bleeding. The patient was complaining of a thumping in their chest that had occurred intermittently for approximately the past 3-7 days. It did not seem to be dependent on position. The patient denied associated ventricular assist device (vad) alarms or implantable cardioverter-defibrillator (ICD) shocks when they experienced this thumping. History review on system monitor did not show anything abnormal limits other than numerous pulsatility index (pi) events. Additional information stated that a esophagogastroduodenoscopy and colonoscopy were performed. Bleeding was confirmed with complete blood count and low hemoglobin/hematocrit. Old blood was seen in colon but no source of active bleeding. The patient was given packed red blood cell transfusions. The bleeding would continue to monitored. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported gi bleeding and chest ¿thumping¿ could not be conclusively determined through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Intermittent pulsatility index (pi) events were captured in the controller event log file. The pump appeared to be operating as intended, and there were no other notable pump-related alarms active in the log file. The patient remains ongoing on (B)(4) with no further reported issues at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 4 ¿system monitor¿ explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ (under ¿alarms that do not appear in alarm history¿) explains that pi events are examples of routine events that might interfere with access to more critical information, and for this reason, these events do not appear in the system controller alarm history. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 1 ¿introduction¿ and section 4 ¿living with the heartmate 3¿ cautions to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.